Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au5800 chemistry analyzer and identified the failure mode as a defective ise wash syringe case. The fse replaced the ise wash syringe case to resolve the issue. Section a2, a4 and a5: information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erroneously high ion-selective electrolytes (ise) patient results, including sodium (na), chloride (cl) and potassium (k), patient results on their au5800 clinical chemistry analyzer. The customer stated that the samples were repeated with results considered correct. There was no report of change to treatment, injury, or death associated with event. The customer did not provide patient data or demographics